Manufacturer narrative:
(B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with one clip remaining. The hook side of the clip was out of the cartridge. There was a large gouge in the hook of the clip. The gouge is indicative of improper loading technique or that damaged or misaligned appliers were used on the clip. The appliers were not returned. Functional inspection was performed on the returned clip. A lab inventory applier was used. Since the clip was partially out of the cartridge, it was manually loaded into the applier. Despite the damage to the hook, the clip was able to be successfully applied to over-stressed surgical tubing. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing/locking" was confirmed based upon the sample received. One cartridge was returned with one clip remaining in it. There was a large gouge in the hook of the clip. The gouge is indicative of improper loading technique or that damaged or misaligned appliers were used on the clip. Upon functional inspection, the clip was successfully applied to over-stressed surgical tubing despite the damage to the hook. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Hemolok is not closing during use in operating room.

Manufacturer narrative:
(B)(4). The device history review of the product hemolok xl clips 3/cart 42/box lot# 73g1900493 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Hemolok is not closing during use in operating room.